Event description:
The customer reported that when the ventilator vt is set to 500ml, the data of ventilator vte is reading 675ml and the volumes coming out of the ventilator analyzer is reading 613mg. Monitored volumes are out of the (B)(6)% specification. No pt involvement.

Manufacturer narrative:
(B)(6). (B)(4). The customer evaluated the ventilator and determined that replacing the turbine fixed the reported issue. The carefusion field analysis technician will evaluate the alleged failed part if it is returned to the MFR.